Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and battery out limit alarm. The customer¿s blood glucose level was unknown. Customer starts the pump alarmed after battery change and also at the time of call. The customer stated that the insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test, self test, unexpected restart error test and all operating currents tested within the spec range. Pump was monitored and tested with no unexpected battery out limit alarm noted. No moisture damage on electronics and motor assembly noted.